Event description:
The surgeon was using the monopolar ligasure throughout the case. Ligasure was functioning appropriately until about an hour into the procedure. When the surgeon closed the ligasure onto the tissue and tried to reopen the jaws, the handpiece would not allow him open the jaws. The jaws were stuck down on the tissue. The surgeon needed to use excessive force to reopen the jaws of the ligasure. When the device malfunctioned, a new one was opened to the field. Manufacturer response for monopolar ligasure, ligasure advance monopolar laparoscopic tip (per site reporter): unknown at this time.